Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: it is clear that the grasping hook on the jugular introducer is drawn out of shape. The filter is released from the loop on the (B)(4). Both the secondary and primary filter legs are slightly out of shape which indicate that stress has been added during the procedure. The filter hook is fine. Even though the grasping hook is out of shape the hook is still capable to keep the filter attached to the introducer. Unknown if the damages to the grasping hook is applied during repositioning of the filter or during preparation of the filter. The width and the height on the grasping hook is controlled during manufacturing. It is therefore unlikely that the grasping hook was damaged prior to unpacking the product. Based on these findings the exact reason for the early filter detachment cannot be determined, but the release mechanism may have been inadvertently pushed after slightly loosening the safety lock. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used as an emergency treatment. The filter was advanced through the sheath until it expanded outside the sheath. When the user advanced the sheath over the filter for repositioning since the filter was tilted, the filter got detached from the introducer without pushing the metal knob. He thought that the filter would completely exit the sheath and travel if he withdrew the sheath with the filter, so he advanced a retrieval loop system of retrieval set ((B)(4)) through the gunther sheath and attempted to retrieve the filter. Then, the wire loop grasped the filter hook and the filter was retrieved successfully. Another filter device was used instead and the procedure was completed with no problem. Patient outcome: there have been no adverse effects to the patient reported.